Manufacturer narrative:
Initial reporter phone #: (B)(6) results: bd had not received samples, but a photo was provided by the customer facility for investigation. The photo was evaluated and the customer's indicated failure mode for splatter with the incident lot was observed. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that when they closed the cap of the bd vacutainer® eclipse¿ signal¿ blood collection needle, some blood splashed on the table, the patient and the nurse. This is why they started to incorrectly close the cap, which resulted into a needle stick injury. No serious injury or medical intervention reported.